Event description:
New information received notes that no intervention was performed, and the patient condition was stable.

Event description:
It was reported that the insertable cardiac monitor was unable to be interrogated via bluetooth telemetry. Further information was requested but not provided.